Manufacturer narrative:
(B)(4). The device was returned and investigated. The gripper line was not returned; therefore, the reported mechanical jam resulting in inability to remove the gripper line, could not be confirmed. Additionally, the reported incomplete coaptation post procedure could not be replicated in a testing environment as it was related to patient anatomy or procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. The patient effects of dyspnea, worsening mitral regurgitation (mr), worsening heart failure, cardiogenic shock, renal failure and pericardial effusion are listed in the electronic mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported mechanical jam resulting in inability removing the gripper line could not be determined. The reported single leaflet device attachment (slda) appears to be related patient morphology/pathology as posterior leaflet was flailed. The reported increase in mr was due to slda; however, dyspnea, renal failure, weakness, heart failure and pericardial effusion were due to increase in mr. The reported patient effect of cardiogenic shock was due to heart failure. Additionally, foreign body in patient appears to be due to mechanical jam as the user was unable to remove the complete gripper line from the patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30-day medwatch report, the following information was provided: on (B)(6) 2017, the patient was readmitted into the hospital with shortness of breath and weakness. The patient had right heart failure, pericardial effusion and renal failure which were not present at the time of discharge during the initial procedure. On (B)(6) 2017, echocardiogram was performed and a pericardial effusion was noted. No treatment was performed. On (B)(6) 2017, the atrial septal defect (asd) was closed and the patient was extubated and stable. In the physicians opinion, the patients symptoms and shock were from the mr increase due to the slda and the asd. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The sgc referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report number.

Event description:
This is filed to report the inability to remove the gripper line and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. The second clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. An attempt was made to remove the gripper line, but the line could not be removed. The gripper line was attempted to be removed for 45 minutes. At this point, the cds and steerable guide catheter (sgc) were removed. The two ends of the gripper line were cut at the skin, leaving the remaining portion of line in the anatomy. The patient was confirmed to be stable and no further treatment was performed. The mr was reduced to 2. On an unspecified date, the patient was readmitted into the hospital, symptomatic. Angiography was performed, and it was found that the clip with the gripper line attached had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr had increased to 4+. A new mitraclip procedure was planned for treatment; however, the patient was in heart failure and kidney failure, so that was no longer an option. On (B)(6) 2017, the atrial septal defect (asd) was closed off due to the heart failure which was causing the patient to be in shock. No additional information was provided.